Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that a web embolization device was used to treat an aneurysm in the middle cerebral artery (mca). After confirming the position of the device, detachment was attempted but was unsuccessful. A new detachment controller was used to attempt detachment again, but the device still did not detach. As a result, the device was retrieved and a new web device of the same model and same size was used and the procedure was successfully completed. The patient outcome reported as "stable".

Manufacturer narrative:
Additional information: d10 (date device returned), h6. Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction and the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing due to the damage to the proximal connector, which would have caused or contributed to the reported detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The detachment controllers used in the procedure was not returned for evaluation, so the investigation could not determine if they had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.